Event description:
This lv lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2014 due to muscle/pocket stimulation. The physician was (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).